Event description:
The following was reported: "in the context of the surgical intervention, a straight reamer was provided for use in the femur. For this case normally an rci reamer is used. The guidewire bent and a piece of the reamer broke off inside the pt". The piece was removed by retrieving the piece arthroscopically and opening up the incision, which caused a delay of one-hour to the acl reconstruction. Malfunction report form states that a back-up device was not available. Clarification of how the case was completed has been requested. Also, it states that the reamer broke. Clarification on why the complaint is set up as a cannulated drill bit has been requested but a response to qa has not been rec'd as 8/15/2006.

Manufacturer narrative:
Device is not being returned for evaluation, therefore, no determination could be made for the reported device failure.